Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening. Reason for reoperation due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and exchange of the textured implant. Device has been explanted.